Event description:
It was reported that the physician was unable to inflate the balloon. The physician attempted to remove the guidewire from the balloon, but the guidewire became stuck. Both devices were removed together from the patient. Upon inspection of the balloon, a leak was noted. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the proximal end of the balloon was torn. A blood filled bulge was noted at the proximal end of the balloon. The micro machined tubing was separated from the catheter and the balloon catheter was kinked. An attempt was made to flush the device however it could not be flushed due to blood within the balloon; the bulge seemed to expand when flushing. A demonstration 0.014 transcend guidewire was advanced into the balloon catheter however it met resistance at the area where the micro machined tubing had separated and the guidewire advanced into the bulge in the outer tubing causing it to become kinked and would not pass further. A 0.0166¿ patency mandrel was advanced through the balloon catheter however it would not pass through the balloon. Blood was noted exiting the distal tip. The device was submerged two times for ten minutes each time in an attempt to free the dried blood from the balloon. The balloon was still unable to be cleared of the dried blood buildup. Based on the information available, it is likely that procedural factors limited the performance of the device, resulting in the reported event. Review and analysis of the available information fails to indicate a definitive cause for the observed balloon support break.

Event description:
It was reported that the physician was unable to inflate the balloon. The physician attempted to remove the guidewire from the balloon, but the guidewire became stuck. Both devices were removed together from the patient. Upon inspection of the balloon, a leak was noted. There were no clinical consequences to the patient.